Event description:
During treatment of an aneurysm, the neuron would not fit through a 6f sheath from another company. The neuron would get stuck in the middle of the sheath. The procedure was then handled with a neuron 053 but not as planned with the use of two micro catheters for balloon support during the treatment. The physician also noted that other 6f catheters were able to pass the sheath and the neuron used with another 6f sheath from the same company would not go through. The pt will get a second treatment in which the therapy will be completed as planned.

Manufacturer narrative:
Device investigation: there is an ovalization between 11.5 and 15 cm from the distal tip. This area shows a major axis measurement of (B)(4) and a minor axis measurement of (B)(4). The nominal measurement in this region is (B)(4). In addition, there are multiple kinks in the shaft at 29.2, 35.8, 36.5, 37.5, and 39.0 cm from the distal tip and a kink 17.0 cm from the proximal hub/shaft joint. A 0.070" mandrel introduced into the hub advances 21 cm before stopping just before the first kink. The kinks render the catheter non-functional. Conclusion: the ovalization seen at the distal end could have prevented the catheter from being properly introduced into the sheath described in the complaint. The more proximal kinks are not mentioned in the complaint and may have been the result of poor post event handling, or they may have occurred once the catheter jammed in the introducer sheath. The DHR of this mfg lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. All parts released met specs.